Manufacturer narrative:
One 5.5mm twinfix ultra pk anchor assembly was returned for evaluation. Visual assessment of the device confirmed the anchor breakage. The anchor has broken on one side of the suture eyelet. Removal of the anchor showed the inserter tines are bent. The condition of the inserter and anchor are consistent with off axis insertion. Per the device IFU ¿establish axial alignment of the suture anchor to the insertion site. While supporting the insertion site, rotate the anchor clockwise into the insertion site with the insertion device using a two-finger ao technique. Continue rotating the anchor until desired placement is achieved by visual inspection¿. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. Due to these observations no root cause related to the manufacturing process can be established.

Event description:
It was reported that when screwing in the anchor, the peak broke. All broken pieces were removed from the surgical site. Procedure was completed using a back-up device. No patient injuries or other complications were reported.

Event description:
It was reported that when screwing the anchor the peak broke. No patient injuries were reported.